Event description:
High rv (right ventricular) impedance was reported, one day post implant, because the lead was not connected properly. It was later determined that the screw did not work, and the doctors were not able to obtain the essential grip on the electrode. No patient complications were reported as a result of this event.